Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer and bezoar are known complications of a peg- j tube placement. Code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, a gastroscopy was performed and according to the gastroenterologist, there was an ulcer at the 2nd part of the duodenum that occurred by the intestinal tube. The intestinal tube was removed with difficulty due to knot and bezoar at its very end. The tubes were removed. Only a new peg tube 15 fr was placed. According to the gastroenterologist, the patient will receive pariet for 1 month for the ulcer, and she will stop duodopa. In 1 and a half months, the patient will be evaluated for placement of a new intestinal tube. The patient was discharged from the hospital.

Manufacturer narrative:
Reference record #(B)(4).

Event description:
On an unreported date, a replacement of intestinal tube was performed. During the gastroscopy, it was found that the ulcer recovered.